Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "a blue light blinking" on the device. The patient alleges some coughing and sinus problems, and was recently diagnosed with a muscle disease. Further information was provided by the patient stating "myositis" with intervention of "oral steroids, in excess of 2 year duration approximately, chronic over same period." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.